Event description:
Baxter IV pump with milrinone infusion found to have full bag remaining at end of 12 hour shift despite pump being programmed to infuse entire shift. Patients cardiac output and index continued to decline all day. Mac: (B)(4).